Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, design history record review, instrument log review, a search for similar complaints, and a review of labeling. Return material was not available. Replacement of the ict module by the customer resolved the issue. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated potassium result while using the ict diluent on the architect c16000 analyzer. The customer provided data for 3 patients as follows (mmol/l): patient 1: initial 9.3, retests 4.5 and 4.4; patient 2: initial 7.7, retests 4.4 and 4.4; patient 3: initial 9.7, retests 5.8 and 5.8. There was no adverse impact to patient management reported.